Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl, which was treated with a manual injection. Customer had no symptoms. Customer states that they contacted their health care professional regarding the high blood glucose. Troubleshooting was performed but customer declined for the high pressure test. The customer also reported that the insulin pump alarmed no delivery and was resolved by changing the infusion set and reservoir. Nothing will be returned for analysis.